Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The freedom driver was not supporting a patient. The customer reported that it was difficult to extract freedom onboard batteries from the freedom driver's right battery well during a system check. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions.